Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the cps direct pl catheter perforated the patient. A mild pericardial effusion occurred which did not required pericardiocentesis. The patients health had been frail prior to and after the procedure. The patient would be monitored.